Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker was checked one year ago and had approximately one year of longevity remaining. The device was check recently and had already triggered end of life (eol). A device change out procedure has been scheduled for next week. No adverse patient effects were reported.

Event description:
Subsequently, the device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.